Event description:
It was reported that the patient underwent da-vinci assisted pulmonary right upper lobectomy for non-small cell lung adenocarcinoma on (B)(6) 2023 as part of the sp thoracic ide study. The patient was reported having air leakage and a 20 french chest tube was required on (B)(6) 2023. The patient was transferred to ICU for 91 hours. The chest tube was removed on (B)(6) 2023, and the patient was discharged the same day. There was no report of malfunctions of da vinci devices during the procedure. It was provided that a non-isi stapler instrument was used during the surgery. The study investigator assessed the event as related to the da-vinci assisted procedure but not related to the use of dv systems, instruments or accessories.

Manufacturer narrative:
Based on the current information provided, the cause of the acute respiratory distress syndrome cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that the patient underwent da-vinci assisted pulmonary right upper lobectomy on (B)(6) 2023 as part of the sp thoracic ide study. The patient was reported having air leakage and chest tube was required on (B)(6) 2023. The patient was transferred to ICU for 91hours. Chest tube was removed on (B)(6) 2023, and the patient was discharged the same day. There was no report of malfunctions of da vinci devices during the procedure.